Event description:
Information was received that reported a patient was hospitalized in 2007, due to diabetic ketoacidosis. The reporter stated that the patient had been sick with a virus, with subsequent high blood sugars. The evening of 2007, the patient was "hi" per their meter and was brought to the hospital. Upon admit his blood glucose was 1000mg/dl, he was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.